Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during an unspecified cycle. During troubleshooting, no abnormalities were noted that could have caused or lead to this system error, though it was noted that the patient was currently in the hospital at the time of the call. There was no patient injury indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.